Event description:
It was reported that the insulin pump alarmed weak signal. The blood glucose reading was unavailable because the customer stated he did not have time to talk about it now. No further assistance was needed. Nothing further reported.

Manufacturer narrative:
.